Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that a blunt knife was detected during a procedure. The knife was replaced to complete the case. There was no harm to the patient.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number, has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue associated with this cutting instrument lot no sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).